Event description:
The wife of a (B)(6) male patient called in to zoll lifecor customer support to report that one of his batteries is showing a red light with a slash through it. Support issued the patient a replacement battery pack.

Manufacturer narrative:
H3:ompleted. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.